Manufacturer narrative:
Investigation ¿ evaluation: as anticipated, the cook cervical ripening balloon w/stylet was not returned for an evaluation. Additionally, photographs were not provided. Without the complaint device, a physical investigation could not be completed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was not able to be reviewed as the lot number of the device was not available. A review of complaint history for this product/lot number combination could not be reviewed due to the lot number being unavailable. This device is shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. As found in the device warnings: the stylet should only be used to traverse the tip of the catheter through the cervix and should be removed as soon as the uterine balloon is above the level of the internal uterine opening (internal os) prior to full insertion of the catheter. Aggressive insertion may result in injury to the baby. Based on the available information, the most likely cause for the stylet piercing the end of the catheter is related to product use, handling and not following instructions/label. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician performed an unspecified procedure on a female patient and the cook cervical ripening balloon with stylet pierced the end of the catheter during the placement. The stylet extended 1cm past the end of the catheter tip. The complainant did not report any adverse effects on the patient due to this occurrence. It is not known if the device caused or contributed to the need for additional procedures. No additional information is available at this time.